Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving an unspecified low scan result compared to an unspecified reading obtained on a competitor brand meter. Customer experienced dizziness and feeling tired and had contact with an hcp who provided insulin (dose/type unspecified) and "oral glucose" for treatment. There was no report of death or permanent injury associated with this event.